Manufacturer narrative:
The conclusion code and device code applies to the lead (va14xvn). Refer to MFR report # 3004209178-2016-11212.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: : product ID: 3889-33, lot# va14xvn, implanted: (B)(6) 2016, product type: lead. The conclusion code and patient code applies to the lead (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that patient felt jolting, shocking at lead location when holding onto any electronics device such as cellphone or remote. This occurred since (B)(6) 2016. The therapy was confirmed to be on the day of report. Patient had tried to change programs but she had not seen much different. Patient stated she waits 15 minutes and if she doesn't notice a change, she would change to a different program. She was still going to bathroom 3-4 times per night which was one of the reasons she got the device. She saw somewhat of a change but it was not to her expectations. She felt that her bladder was not releasing and it was always full. She tried to press on bladder to try to get it to release. She has not been instructed to keep a diary for a minimum three days. It was indicated that she had new healthcare provider to manage device but she did not have a name available at time of call.

Event description:
The patient reported that she was originally trying to turn the stimulation down because the stimulation was too high since implant; she thought it was on 4.0 volts. She described the stimulation as feeling like shocking and that it was jolting her. She felt it when she would walk, sit down, lie down, and all of the time. She was not able to turn stimulation down because she was getting a poor communication screen on her programmer. The patient was recently implanted and was able to communicate with the device in the hospital, but was getting poor communication the days after. She did not use an antenna and was not sure if she was even given an antenna. She intended to look in the programmer box and try with the antenna when she got home. She could not communicate with the programmer directly over the implantable neurostimulator (ins) on the skin. Powering the programmer off and then back on and trying to re-sync with the ins did not resolve the issue. The patient also noted that she never had therapeutic effect. She was going to the bathroom way too many times and was not getting sleep. It had been two nights already and she went to the bathroom twice an hour. She stated that it ¿took her at least 30 minutes,¿ but it was unclear what this meant. She did not have a 50% or greater reduction in symptoms. She mentioned that the temporary one worked fine and had some relief with it. She had much better relief at night during the trial. Then she got the permanent implant and everything went ¿crazy on her.¿ the patient¿s buttocks were sore, as well as her waist and hip area, which was form the implant surgery. The patient later reported that she tried using the antenna and still got a poor communication screen. She repeated that her device was not working correctly, her stimulation was too high, and she got ¿too many shocks.¿ the patient further reported on (B)(6) 2016 that she was still having symptoms, waking up at night and going during the day, and feeling the shocks throughout her body. The incision was also still swollen and irritable. She felt the shocks on all programs and when she drove and went over a bump. If she could not get relief from the therapy, she would rather have the ins removed, but she wanted it to work. Three days later, the patient reported that she was not having problems with the device and knew how to work it. She was having issues with jolts from her toes to her neck and was back to wearing pads. Another two days later, she reported that the soreness and swelling persisted in her hip region and back from the surgery. There was no therapeutic benefit and she was feeling stimulation in the wrong location; in her head, feet, hands, and all over her body, not just in the bike seat region. The patient¿s indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Event description:
Information received from the patient reported that she still had issues since implant, including retention getting worse. She had cut back on liquids, which made her dehydrated, so the doctor suggested not cutting back as much. The patient mentioned going to the bathroom 3-4 times a night, after having one a couple times a night prior. She had good days and bad days but was getting back to where she was taking a bladder pill. She met with a manufacturing representative (rep), who adjusted her settings, but the settings were too sensitive and too intense in the buttocks, vagina, legs, and arms, and made things worse. She had tried adjusting the amplitude and programs and still had the issues. The patient noted changing the patient programmer (pp) batteries a few times since implant. Therapy not being effective and retention getting worse started since implant on (B)(6) 2016. Last month in (B)(6) 2016 there was reprogramming, which made stimulation uncomfortable and worse. The patient would go to wipe and get electrocuted and shocked. The patient wanted the device out as the device was unbearable to live with. The patient's sister asked why it was not working and wanted to know why this was happening. It was also noted that there was back pain going on since after the surgery.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the ins has been a "nightmare" and that her symptoms were worsening. The caller stated that due to the issues with her therapy/ins she has been hospitalized twice for high blood pressure and also developed depression. Additionally it was stated that therapy does not work for the patient in that the patient urinates on buttocks and thighs. The patient indicated that her "ins is swollen" and that she is constipated. The patient went on to say that she cannot sleep on the side of the implant because of the pain she experiences. Additionally it was reported that the patient gets stimulation and shocking throughout her body including vagina, thighs, stomach, and limbs. When asked about any potential emi the patient reported having x-rays and bone density testing and when she was on the table she felt a "high, high power" going through her body. When asked if turning stimulation off resolved the patient's issues the patient would not give an answer and it is suspected that turning stimulation off has not been tried. Finally it was reported that stimulation causes cramping. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.